Event description:
Inadequate shock delivery due to sensed artifacts. The ICD lead remained in the patient. An additional pace/sense lead was implanted. The ICD was exchanged.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bol, 51 charge processes were documented. The implant underwent an electrical incoming goods inspection and proved to be completely within all electrical specifications. In particular, there were no pacing or sensing defects. There was definitely no electronic defect. The stored episodes confirmed the complained-about oversensing. The connection system of the defibrillator was studied next. The screws of the shock and pacing outputs were without defects. Leads inserted in a trial could be contacted with easy movements, low-ohmic, and reliably. The drill hole dimensions were all within the dimensions proscribed by the is-1 of df-1 standard. There was no material or manufacturing defect. In summary, the ICD was not the cause for the clinical complaint. The device is within specifications both regarding the connection system and the electronics.